Manufacturer narrative:
D4 & h4: unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and on critical override. A technical support specialist connected to the interface and found that transmission control protocol (tcp) communication was not loading, restarted the carefusion coordination engine (cce) service and returned to the queue manager, where messages began to drain, then opened sql server management studio (ssms) and confirmed that the memory cap was set to 28,672 mb, restarted both the structured query language (sql) server and structured query language (sql) server agent, which reduced overall memory usage to 21%. After reconnecting to the interface, navigated to computer management, performed a disk rescan, and confirmed that an additional 20 gb had been allocated, which allowed to successfully extend the c: drive. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations were not communicating with epic and on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.